Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via facility medwatch (mw5182825) that during placement of the trial lead, the tip was fractured causing the piece to become retained. Risk of removing the fractured lead was greater than leaving the fragment retained. No further information could be obtained.